Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "implant malposition" and "capsular contracture, baker grade ii". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events capsular contracture, malposition, visibility/palpability and rupture was received on march 19, 2026 with lot number 3008187. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional reason for reoperation: malposition. The reported event or events are physiological complications (malposition), and device analysis typically does not help allergan determine the cause.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b.5., d6b., h.6.

Event description:
Healthcare professional reported "implant malposition" and "capsular contracture, baker grade ii". This record is for the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.